Manufacturer narrative:
Zoll has not yet received the thermogard system in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during cooling therapy on the patient with a head injury, the thermogard console (sn (B)(4)) displayed tcmid02 (ce danfoss error) error message and stopped working. This issue occurred on (B)(6) 2017, two days after the treatment started. The patient's ivtm therapy was finished with another thermogard console. No known patient impact or consequence was reported.

Manufacturer narrative:
The customer reported complaint, of the thermogard system was displaying error message tcmid: 02 (ce danfoss error), was confirmed during functional testing and archive review. The defective microcontroller board was replaced to remedy the fault. A visual inspection was performed and white guide roller was noticed to be worn out and air filter is required a replacement, unrelated to the reported complaint. The thermogard is a reusable device and was manufactured on 2014. Therefore, this type of issue is characteristic of normal wear and tear. Following the repair and replacement of the parts, the thermogard was tested and passed all the testing criteria and functioned as intended. Initial functional testing failed as the thermogard displayed the tcmid: 02 error message upon start. Event log review confirmed the error tcmid: 02 error message on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard system sn (B)(4).